Event description:
It was reported that the right atrial lead exhibited low impedance, inappropriate mode switches, over sensing and an insulation breach. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - low impedance.